Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states the patient had a revision of acetabular component and head for breakage and loosening of antiprotrusio cage implanted 12.1 years previously. Stem that had been implanted for intra-operative stability at the time the cage was used to treat a pelvic discontinuity associated with severe osteolysis was retained. A duraloc 100 cup had been implanted 18.7 years prior to this event during revision of a bipolar cup component for polyethylene wear and loosening performed at the (B)(6). Bipolar was performed at an outside institution.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.